Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were coming out of the device at an angle. Another was pulled and the same thing occurred. Unk how the case was completed. There was no pt consequence.